Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd prefilled syringe- no device failure reported; allergic reaction reported. The following information was provided by the initial reporter: material#: unknown, batch#: unknown. It was reported by customer that patient had an allergic reaction to flush. Verbatim: a patient had an allergic reaction to flush additional information: date of event: approx. 1 month ago. Unknown lot#, unknown sku of posiflush but think it was 10ml. No photos or return samples. Patient is a 13yo with sickle cell disease, frequent flyer. During his admission, after his vascular access was flushed, the patient started to develop hives and facial swelling. The rapid response team was called. No respiratory distress. Patient was given a dose of benadryl. Started to desaturate to the 70¿s on room air, c/o abdominal pain, placed on oxygen and given a dose of epinephrine. Patient recovered after the rescue meds, no wheezing, no respiratory distress, no tongue/throat swelling. He did not require any additional rescue meds for anaphylaxis after the benadryl and epinephrine. Normal saline flush is listed as an allergy in his chart but dr. Xx is not sure if that was before or after this specific event occurred. I asked for clarification of the following: what were the variables surrounding this event? Is there potential any residual meds were in his vascular access device, then inadvertently bolused by giving the flush? Confirm whether this was a prior allergy or not confirm the specifics of his ¿normal saline flush¿ allergy listed in his chart¿certain brand, one that has a preservative? The patient has not been seen by an allergist in the past, but has an appointment on 3/18 for allergy testing. If I receive any additional information from our call, I will forward to your department with this case #. Thank you!

Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.